Manufacturer narrative:
During inspection and testing, the reported issue (b30 error code) was not confirmed or duplicated. In addition to foreign material in nozzle, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The adhesive on the bending section cover was chipped, the draining function was reduced due to clogged air/water nozzle, and the control section was discolored. Scratches were observed on the insertion tube, the tip cover, the control section, the hardness adjustment ring, the switch box, the control section cover, the up/down knob, the up down angle fixing lever, the right/left knob, the grip, the universal cord, the scope connector, the scope connector cover, and the right left angle fixing knob due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device displayed a b30 error code (scope communication error) several times. Reportedly, no improvement was noted even after cleaning the connector. After cleaning, the problem did not reappear. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the tip nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue.

Manufacturer narrative:
Correction: event. This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - it was observed that the nozzle was clogged with foreign material. From a component analysis, silicic acid was detected. Phosphorus and calcium were detected in the elemental analysis. Therefore, the material is considered that it may be drug-derived, but could not be further identified. From the complaint information, it was confirmed that the facility performed for normal reprocessing as described in the instruction manual. A presumed cause of the event could not therefore be determined. It is recommended that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.

Event description:
It has been corrected that the customer also reported that the tip nozzle of the device was clogged.